Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the stimulation intensity increased from 8.0 to 12.0 on two occasions while the patient was walking. The patient had her controller with her at the time of the events to lower to 8.0. Adaptive stim was checked and it was verified that all intensities were programmed correctly for each position. The rep took a walk with the patient to test the mobility feature for adaptive stim and it was accurate. The circumstances leading to the issue were unknown. The issue was said to be resolved.